Event description:
It was reported that the inserter will not hold the rod. There were no patient complications.

Manufacturer narrative:
(B)(4): a sample rod used to evaluate the instrument for rod retention was unable to be inserted or retained. The rod retention collet was found to be deformed, consistent with inappropriate surgical technique. A review of the device history records found no documentation to indicate a non-conformance to specification.